Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that while cauterizing in the chest wall area during a da vinci si lobectomy procedure, the smell of burning plastic was detected by the surgical staff and arcing was observed from the jaws of the maryland bipolar forceps instrument to the endowrist. An intuitive surgical representative in attendance during the surgical procedure noticed that a loose gia staple was caught in the jaws of the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4) - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed charring and localized melting on both yaw pulleys with material removed at the grip base. No char marks were observed on the sides of the yaw pulleys or the metal wrist components. It was determined that the damage may have been caused by a breach in the insulation or carbonized tissue which created a conductive path. No other damage was found.